Event description:
On 5/2/95 this pt had a stent inserted for the removal of a stone from the right ureter. On 5/11/95 the stent was to be removed in the physician's office. The stent had migrated upward and due to fibrosis and scar tissue a percutaneous removal was completed to accomplish removal. The pt did well.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, none or unknown, invalid data, invalid data. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was not destroyed/disposed of.